Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that: "prior to this surgery, patient had a stryker modular dual mobility acetabular component implanted to treat a dislocation. The patients mdm component dislocated and a decision was made to revise the acetabulum using a constrained liner to prevent subsequent dislocation. The constrained liner was successfully implanted. The patient was discharged. At home, the patient had suspected another dislocation." Patient had a subsequent revision surgery and constrained liner was replaced. Subsequent surgery went without issue, as of now they are 2 months post-op. Additional information: patient presented with suspected dislocation after being discharged and at home. X-ray confirmed separation of locking ring and bipolar outer femoral head within the constrained liner. This pi is for the revision of the constrained liner.

Manufacturer narrative:
An event regarding disassociation involving a trident liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were provided for review. -device history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that: "prior to this surgery, patient had a stryker modular dual mobility acetabular component implanted to treat a dislocation. The patients mdm component dislocated and a decision was made to revise the acetabulum using a constrained liner to prevent subsequent dislocation. The constrained liner was successfully implanted. The patient was discharged. At home, the patient had suspected another dislocation." Patient had a subsequent revision surgery and constrained liner was replaced. Subsequent surgery went without issue, as of now they are 2 months post-op. Additional information: patient presented with suspected dislocation after being discharged and at home. X-ray confirmed separation of locking ring and bipolar outer femoral head within the constrained liner. This pi is for the revision of the constrained liner.